Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Alternate phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and missing . A microscopic analysis was performed which identify a sharp edge broken and missing piece of the shell. Based on the device analysis the final assessment is: a broken sharp in shell and patch side assessed as unidentified (tear) broken. Missing piece of the shell assessed inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.